Event description:
Customer reported that the insulin pump returned no delivery alarms while attached to the tubing and during a set change. Customer did not recall his blood glucose level at the times of these incidents. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.